Event description:
It was reported that during a da vinci hernia repair procedure, the prograsp forceps instrument did not articulate. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip cable derailed from the pulley at the distal end. The grips would not open and close due to cable wedged in between the pulley and the grip tips. Evidence not conclusive, but the cable derailment was likely due to cable losing contact with pulley during wrist articulation. The fleet angle between proximal and distal pulleys may contribute to derailment. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .186 - .126 in length and not axially aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.